Event description:
During laparoscopic procedure using a unipolar scissors staff noticed pt jumped (under general anesthesia). This happened twice; insulated grasper was then removed and inspected. A break in the insulation was found and removed from case.